Manufacturer narrative:
(B)(4). Method: the heating element spade terminal and upper head harness connector of an iw980 wall mount infant warmer were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected and the resistance of the heating element was measured. Results: visual inspection of the returned devices revealed that the upper head harness connector attached to the brown insulated wire was corroded and discoloured. The heating element spade terminal used to attached this connector showed corrosion on its tab surface. The white plastic harness housing was in good condition and no discolouration was observed. The heating terminal resistance was within specification. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. It should be noted that the subject infant warmer unit was 10 years old at the time of the reported malfunction and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A hospital in (B)(6) reported that the heating element connector was breaking apart and was discoloured of an iw980 baby control cosycot infant warmer. It was also reported that the head harness was discoloured. No patient consequence was reported.